Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 14jun2024, 24jun2024, and 01jul2024 to obtain clarification of the device issue, confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the data acquisition (da) printed circuit board assembly (pcba) to motor controller (mc) pcba cable was defective. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer was provided with the part information for the da pcba to mc pcba cable by the remote service engineer (rse) so that a replacement could be ordered. This investigation is ongoing.